Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. The reported difficult to remove could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely, that interaction with the heavily calcified and 60% stenosed lesion during advancement contributed to the reported failure to advance, difficulty to remove and subsequent material separation. Analysis of the returned device confirmed the reported material separation at the shaft. This type of damage can result from device manipulation. Additionally, the crossing profile met specifications. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with severe calcification and 60% proximal segment stenosis. The 3.0x48 mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the anatomy and the shaft separated. The device was removed with resistance together with the guiding catheter. There were no adverse patient effects. A 2.5x48 mm xience sds was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.